Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the clinic, the patient experienced a skin infection and was treated with topical and oral antibiotics (date and duration not reported). Subsequently, the patient was placed under general anesthesia (B)(6) 2021, in order to remove the abutment. The implanted device remains. There are plans to convert the patient to a subcutaneous baha implant system; however, this has not occurred as of the date of this report.